Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("mental fog"), menorrhagia ("abnormal heavy/menstrual bleeding/ prolonged menses"), abdominal pain lower ("cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), amnesia ("memory loss") and insomnia ("insomnia"). The patient was treated with surgery (procedure to remove her essure device, including left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the pelvic pain, feeling abnormal, menorrhagia, abdominal pain lower, back pain, dyspareunia, amnesia, insomnia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, dyspareunia, feeling abnormal, insomnia, menorrhagia, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 786190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection in (B)(6) 2010, urinary tract infection in (B)(6) 2010, vaginal infection in (B)(6) 2010, pregnant (hospitalization) and abdominal pain lower (left lower quadrant abdominal pain). Concurrent conditions included overweight. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal heavy/menstrual bleeding/ prolonged menses"), vaginal haemorrhage ("vaginal bleeding"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In 2014, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced feeling abnormal ("mental fog"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), amnesia ("memory loss"), insomnia ("insomnia"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2013 left salpingo-oophorectomy (left partial proximal) (B)(6) 2016 right complete salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, insomnia and urinary tract infection had resolved and the feeling abnormal, menorrhagia, dyspareunia, amnesia, procedural pain, vaginal haemorrhage, nausea, dysmenorrhoea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, insomnia, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following ones were described in patients medical record: insomnia, pelvic pain, menorrhagia, dyspareunia, urinary tract infection." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 786190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection in (B)(6) 2010, urinary tract infection in (B)(6) 2010 and vaginal infection in (B)(6) 2010. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal heavy/menstrual bleeding/ prolonged menses"), vaginal haemorrhage ("vaginal bleeding"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In 2014, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced feeling abnormal ("mental fog"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), amnesia ("memory loss"), insomnia ("insomnia"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (B)(6) 2013 left salpingo-oophorectomy (left partial proximal) (B)(6) 2016 right complete salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and urinary tract infection had resolved and the feeling abnormal, menorrhagia, abdominal pain lower, dyspareunia, amnesia, insomnia, procedural pain, vaginal haemorrhage, nausea, dysmenorrhoea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, insomnia, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Reporter and patient demographics were added. Concomitant disease were added. Updated suspect drug indication. Lot number received. Events vaginal bleeding, urinary tract infection, nausea, dysmenorrhea, fatigue, weight gain and weight loss added event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.